Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B) (6) 2009, inratio: 7.1, lab: 18.1.

Manufacturer narrative:
(B) (6) 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 7.1, lab: 18.1, mean: 12.6, confidence-limits: unable to determine. Per tsr, pt was on coumadin medication. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. March 3, 2009: meter returned to biosite. The allowable difference between the inratio inr's and sysmex inr's are calculated. Apparently, at least two out three replicates for both samples for each lot are within the allowable bias. No corrective action is required as no product deficiency was established. Hence, all meet the above criteria then no further action is required at this time.